Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise and low, out of range, low voltage lead impedance was observed on the ra lead. Patient is not pacemaker dependent. Upon review of transmission notes, auto mode switch episodes were noted due to the noise on the ra lead. Lead testing for reproducibility and lead replacement was being considered. No further information available.